Event description:
A non-health care professional reported with a description of crimp on the lens during an intraocular lens (iol) implant procedure. Additional information has been received with crimp on the lens was due to improper loading of lens, there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The account indicated the use of qualified associated products. The root cause of the reported crimp on the lens appears to be related to user error. Information was provided that, in the surgeon's opinion, the cause of the even was related to loading the lens improperly. The manufacturer internal reference number is: (B)(4).